Event description:
It was reported that a device had multiple occurences of upstream occlusion alarms in the history log. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Engineering eval of this unit found cracks in the upstream sensor tail pins, which can cause the upstream occlusion alarms. The upstream sensor assembly was replaced.